Manufacturer narrative:
The device was discarded by the customer and will not be returned for evaluation. Bwi concomitant product: carto 3 rmt system, us cat number: fg560000 serial number: unknown. Other concomitant product: st. Jude medical's multi electrode array (ensite). (B)(4).

Event description:
It was reported that during a vt ablation in the right ventricular outflow tract, patient blood pressure dropped. Fluoroscopy showed limited heart wall movement and transthoracic echo confirmed tamponade. Procedure was abandoned and patient was transferred to operating room for pericardiocentesis. Patient condition was stable.